Event description:
It was reported the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level over 600 mg/dl and trace ketones. The customer attempted to address their bg with a bolus via pump but was treated with intravenous fluids of saline and insulin which resolved the issue. The customer was released on (B)(6) 2025 with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.